Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
There is no additional event information at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown; item #unknown, unknown head, lot #unknown; item #unknown, unknown cup, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03091, 0001825034-2019-03098.

Event description:
It was reported that the patient had an initial total hip arthroplasty. Subsequently, the patient underwent a revision surgery for an unknown reason. Additional information was requested however, none was available.